Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw missing and returned. The upper jaw had evidence of the excessive stress at the proximal end. The ptc was found undamaged and attached to the upper jaw. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the mantle of the branche dissolved as the surgeon would like to grasp the uterine. He changed the device and finished the surgery. There were no consequences for the patient. Procedure was completed with same like product.